Manufacturer narrative:
System analysis/service repair on december 29, 2016. Error 174 was confirmed. Calibration was noted to be corrupted, and a new calibration was performed. The system was tested and verified to meet manufacturer¿s specifications.

Event description:
It was reported that during procedure preparation, "error message 174 appears when the system is being turned on". The procedure was not completed due to the laser issue. No information was provided regarding how the procedure was completed. No patient or user injury was reported.